Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower glass door was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower glass door was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the tower door glass was broken. The field service engineer found that the customer reported drawer 4.1 4.2 was not detected on bus and reconnected all connections. All functions return to normal and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.